Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm triggered by pump error 40 critical handling alarm on 02-jan-2025 at 10:01:00. Pump error 40 alarm due to hardware error (line number 525 file number 121). Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and motor flex cable connector on the pcba 1. Force sensor zero offset within specification (22.94 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: faded/stained serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and cracked select button keypad overlay. Critical pump error (open book image) alarm confirmed due to pump error 40 alarm. Pump error 40 alarm due to moisture damage on motor flex cable connector on the pvba 1. Cosmetic damage confirmed on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the back of pump, pump error 40, label damage or missing. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for pump error alarms customer reported receiving a pump error. Customer was able to clear the error and successfully complete fill cannula delivery test. Customer does not received request to rewind the pump. Error table indicated that pump requires replacement. Troubleshooting was performed for bumped/dropped/cosmetic damage. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Troubleshooting was performed for labeling/packaging. Customer reported labeling issue. Product labels reported as missing, removed, worn, faded, or damaged following usage. No harm requiring medical intervention was reported. It was expected that the customer would discontinue the use of the pump. Mmt-1880 was requested and customer response was the device will be returned.